Manufacturer narrative:
Investigation results: a sample was received in the columbus plant for evaluation which showed tip breakage therefore failure mode is verified. The syringe barrel with the damage is from mold n25. All molding first piece inspections for n25 were looked over for low tip roughness issues. Low tip roughness can make the tip more susceptible to damage or breakage. No low or out of spec readings were found in any of the n25 first piece inspections. No related issues or defects were found in DHR. No qns in DHR for this batch. This is the first related complaint for damaged or deformed parts on batch 6071511 of material 309653. Conclusion: this is likely an isolated incident and root cause is unknown. Our ¿acceptable quality limit¿ (aql) for tip damage is a 0.40% defect rate. Since this is the first reported defect for tip breakage in this batch, we are at a .0007% defect rate and within our aql. No corrective actions required.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd¿ syringe with bd luer-lok¿ tip malfunctioned as part of the male luer of the syringe had broken off and remained lodged in the female luer of the 3 way stopcock. A drop of fluid was noticed on the syringe-stopcock connection. There was no report of injury or medical intervention needed.